Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was returned and no lot number or part number was provided.

Event description:
It was reported that in preparation for a procedure, a patient specific cranio-facial peek implant was ordered for patient by his neurosurgeon. The implant was delivered by sales consultant to the operating room on (B)(6) 2013 for a surgery scheduled for (B)(6) 2013. The sales representative requested the neuro resource manager and was informed by the clerical staff that she was involved in a surgical procedure. Sales consultant stated he could not stay and left the item with the clerical staff. The prosthesis was in a clear sealed bag which was contained in another clear sealed bag. In the second sealed bag was a small folded piece of paper which showed the word sterile. On the day of surgery, patient was brought to operating room, and was given anesthesia to begin the procedure. When the implant was taken out of the packaging, the small paper fell out of the package, indicating the product was ¿non-sterile¿. The patient had the anesthesia reversed, and was taken to the recovery room so the prosthesis could be processed with a biological. The patient¿s surgery was rescheduled when sterilization was completed and the biological was read. The sterilization process for the peek implant required six hours and patient was held in recovery room the entire time. When product was sterilized, patient was returned to the operating room, anesthesia was re-administered, and the surgeon then implanted the peek prosthesis. Following the procedure, the patient was transferred to the recovery room and then to his room. Patient has since been discharged from hospital. This report is for an unknown cranio-maxillofacial. This is report 1 of 1 for complaint #(B)(4).